Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The testing method used by the physicist did not correlate with the requirements of testing under maximum continuous fluoro technique, which is 120 kv at 1.5ma. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had excessive radiation leakage measured from the x-ray tube. No patient injury was reported.